Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floo r/urinary dysfunction/sacral nerve stim it was reported that "the "stimulator has not worked for years and they need an MRI of their leg, . Patient said one time about 3 years ago, they were in an abusive relationship and he pushed them down and they were out on a dirt road and a rock hit it and it worked for like 5 minutes and after that it quit working again. Reviewed MRI information and battery longevity information and redirected them to their doctor. Offered and sent listings. Redirected to their doctor.